Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the presence of the force sensor bgnd test. The cause was traced to a faulty main board during functional testing. The main board was replaced to address this issue.

Event description:
It was reported that the device had force sensor bridge test during testing. Device evaluation confirmed the reported issue and identified a faulty main board. There was no patient involvement.